Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up visit, episodes with external noise were stored in the implantable cardioverter defibrillator (ICD) memory. The right ventricular (rv) lead was also indicated to have some t-wave oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.